Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the entire product was not removed (left coil)') and multiple episodes of device dislocation ('left essure migration', 'product migration of right essure') in a 42-year-old female patient who had essure inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for contraception: ovoplex. Concomitant products included ethinylestradiol;levonorgestrel (ovoplex) for contraception. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced vaginal discharge ("pink discharge"), 5 months 3 days after insertion of essure. On an unknown date, the patient experienced the first episode of device dislocation (seriousness criteria hospitalization, medically significant and intervention required), the second episode of device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), complication of device removal ("the entire product was not removed (left coil)"), back pain ("lumbago"), pelvic pain ("pelvic pain"), burning sensation ("burning sensation"), pain ("stinging sensation"), premature menopause ("early menopause"), headache ("cephalea"), adverse event ("cosmetic damage"), tooth disorder ("odonatological problems"), gingival discomfort ("sensitization and irritation of the gums"), tooth fracture ("broken teeth fillings / broken teeth"), toothache ("tooth pain"), vulvovaginal pain ("vaginal pain"), pelvic floor dysfunction ("pelvic floor contracture"), sacroiliitis ("sacroiliitis"), menopause ("premenopause"), abdominal pain ("abdominal contractions"), myalgia ("muscle aches"), arthralgia ("joint pain"), hypoaesthesia ("leg numbness"), alopecia ("hair loss"), hypersensitivity ("allergic reaction"), swelling ("swelling") and menstruation irregular ("uncontrolled menstruations / irregular periods"). The patient was treated with surgery (a laparoscopy to remove the product, hysterometry had to be performed again and third procedure has to be scheduled). At the time of the report, the device breakage, complication of device removal, back pain, pelvic pain, burning sensation, pain, premature menopause, headache, adverse event, tooth disorder, gingival discomfort, tooth fracture, toothache, vulvovaginal pain, pelvic floor dysfunction, sacroiliitis, menopause, abdominal pain, myalgia, arthralgia, hypoaesthesia, alopecia, hypersensitivity, swelling, menstruation irregular and vaginal discharge outcome was unknown. The reporter considered abdominal pain, adverse event, alopecia, arthralgia, back pain, burning sensation, complication of device removal, device breakage, gingival discomfort, headache, hypersensitivity, hypoaesthesia, menopause, menstruation irregular, myalgia, pain, pelvic floor dysfunction, pelvic pain, premature menopause, sacroiliitis, swelling, tooth disorder, tooth fracture, toothache, vaginal discharge, vulvovaginal pain, the first episode of device dislocation and the second episode of device dislocation to be related to essure. The reporter commented: as a consequence of the product migration of the essure placed in the right fallopian tube, the patient underwent a laparoscopy to remove the product. Subsequently, the left essure also migrated and a hysterometry had to be performed again. The entire product was not removed and a third procedure has to be scheduled. Patient signed up for a bilateral tubal ligation and ended up having essure inserted. Insertion information: hysteroscopy: easy access; normal endocervical canal; regular cavity in retroflexion; distensible and reactive; visible ostium; hypoproliferative functional endometrium; no endocavitary formations; both devices are placed. Left device without difficulty leaving 3 visible spirals. Right device with slight difficulty that is overcome with slight pressure leaving 8 -9 visible spirals; moderate pain tolerance. Jc: normal hysteroscopy. Removal of essure (right coil) happened on (B)(6) 2013, and again (left coil) on (B)(6) 2018. On right coil removal: laparoscopy was performed with total extraction of the right essure device. In the same intervention, a bilateral tubal ligation with bipolar energy is performed diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2018: essure remains are visible. Ultrasound scan vagina - on (B)(6) 2014: transvaginal ultrasound is performed: ¿uterus in anteverted, regular with 3 mm endometrium. Left essure. Both adnexa sonographically normal. No free liquid "; on (B)(6) 2018: essure is displayed on the left horn; on (B)(6) 2018: essure of about 15 mm was visualized, located in the endometrial cavity with the rest in the left tube.; on (B)(6) 2018: visualization of the rest of the essure (ring) at 3 mm from the ostium in the intramural portion of the left tube; on (B)(6) 2013: two devices correctly inserted.; on (B)(6) 2018: transvaginal scan: no findings transvaginal ultrasound: indifferent uterus in midline. No residual cornual image changes. Linear central endometrium. Normal visible annexes.; on (B)(6) 2013: transvaginal ultrasound: normal internal genital tract; on (B)(6) 2013: transvaginal ultrasound: uterus in indifferent position with linear endometrium. Annexes without pathology. Ultrasound uterus - on (B)(6) 2013: suspicion of uterine perforation of the right essure device. Most recent follow-up information incorporated above includes: on (B)(6) 2020: patient date of birth and age added, essure insertion date updated, events added: "sensitization and irritation of the gums", "broken teeth fillings / broken teeth", "tooth pain", "vaginal pain", "sacroiliitis", "premenopause", "abdominal contractions", "joint pain", "muscle aches", "leg numbness", "hair loss", "allergic reaction", "swelling", "uncontrolled menstruations / irregular periods", "pink discharge", removal of essure (right coil) happened on (B)(6) 2013; lab data updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the entire product was not removed (left coil)') and multiple episodes of device dislocation ('left essure migration', 'product migration of right essure') in a 42-year-old female patient who had essure inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for contraception: ovoplex. Concomitant products included ethinylestradiol;levonorgestrel (ovoplex) for contraception. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced vaginal discharge ("pink discharge"), 5 months 3 days after insertion of essure. On an unknown date, the patient experienced the first episode of device dislocation (seriousness criteria hospitalization, medically significant and intervention required), the second episode of device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), complication of device removal ("the entire product was not removed (left coil)"), back pain ("lumbago"), pelvic pain ("pelvic pain"), burning sensation ("burning sensation"), pain ("stinging sensation"), premature menopause ("early menopause"), headache ("cephalea"), adverse event ("cosmetic damage"), tooth disorder ("odontological problems"), gingival discomfort ("sensitization and irritation of the gums"), tooth fracture ("broken teeth fillings / broken teeth"), toothache ("tooth pain"), vulvovaginal pain ("vaginal pain"), pelvic floor dysfunction ("pelvic floor contracture"), sacroiliitis ("sacroiliitis"), menopause ("premenopause"), abdominal pain ("abdominal contractions"), myalgia ("muscle aches"), arthralgia ("joint pain"), hypoaesthesia ("leg numbness"), alopecia ("hair loss"), hypersensitivity ("allergic reaction"), swelling ("swelling") and menstruation irregular ("uncontrolled menstruations / irregular periods"). The patient was treated with surgery (a laparoscopy to remove the product, hysterometry had to be performed again and third procedure has to be scheduled). At the time of the report, the device breakage, complication of device removal, back pain, pelvic pain, burning sensation, pain, premature menopause, headache, adverse event, tooth disorder, gingival discomfort, tooth fracture, toothache, vulvovaginal pain, pelvic floor dysfunction, sacroiliitis, menopause, abdominal pain, myalgia, arthralgia, hypoaesthesia, alopecia, hypersensitivity, swelling, menstruation irregular and vaginal discharge outcome was unknown. The reporter considered abdominal pain, adverse event, alopecia, arthralgia, back pain, burning sensation, complication of device removal, device breakage, gingival discomfort, headache, hypersensitivity, hypoaesthesia, menopause, menstruation irregular, myalgia, pain, pelvic floor dysfunction, pelvic pain, premature menopause, sacroiliitis, swelling, tooth disorder, tooth fracture, toothache, vaginal discharge, vulvovaginal pain, the first episode of device dislocation and the second episode of device dislocation to be related to essure. The reporter commented: as a consequence of the product migration of the essure placed in the right fallopian tube, the patient underwent a laparoscopy to remove the product. Subsequently, the left essure also migrated and a hysterometry had to be performed again. The entire product was not removed and a third procedure has to be scheduled. Patient signed up for a bilateral tubal ligation and ended up having essure inserted. Insertion information: hysteroscopy: easy access; normal endocervical canal; regular cavity in retroflexion; distensible and reactive; visible ostium; hypoproliferative functional endometrium; no endocavitary formations; both devices are placed. Left device without difficulty leaving 3 visible spirals. Right device with slight difficulty that is overcome with slight pressure leaving 8 -9 visible spirals; moderate pain tolerance. Jc: normal hysteroscopy. Removal of essure (right coil) happened on (B)(6) 2013, and again (left coil) on (B)(6) 2018. On right coil removal: laparoscopy was performed with total extraction of the right essure device. In the same intervention, a bilateral tubal ligation with bipolar energy is performed diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2018: essure remains are visible. Ultrasound scan vagina - on (B)(6) 2014: transvaginal ultrasound is performed: ¿uterus in anteverted, regular with 3 mm endometrium. Left essure. Both adnexa sonographically normal. No free liquid "; on (B)(6) 2018: essure is displayed on the left horn; on (B)(6) 2018: essure of about 15 mm was visualized, located in the endometrial cavity with the rest in the left tube.; on (B)(6) 2018: visualization of the rest of the essure (ring) at 3 mm from the ostium in the intramural portion of the left tube; on (B)(6) 2013: two devices correctly inserted.; on (B)(6) 2018: transvaginal scan: no findings transvaginal ultrasound: indifferent uterus in midline. No residual cornual image changes. Linear central endometrium. Normal visible annexes.; on (B)(6) 2013: transvaginal ultrasound: normal internal genital tract; on (B)(6) 2013: transvaginal ultrasound: uterus in indifferent position with linear endometrium. Annexes without pathology. Ultrasound uterus - on (B)(6) 2013: suspicion of uterine perforation of the right essure device. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 27-nov-2020: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the entire product was not removed (left coil)') and multiple episodes of device dislocation ('left essure migration', 'product migration of right essure') in a 42-year-old female patient who had essure inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for contraception: ovoplex. Concomitant products included ethinylestradiol;levonorgestrel (ovoplex) for contraception. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced vaginal discharge ("pink discharge"), 5 months 3 days after insertion of essure. On an unknown date, the patient experienced the first episode of device dislocation (seriousness criteria hospitalization, medically significant and intervention required), the second episode of device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), complication of device removal ("the entire product was not removed (left coil)"), back pain ("lumbago"), pelvic pain ("pelvic pain"), burning sensation ("burning sensation"), pain ("stinging sensation"), premature menopause ("early menopause"), headache ("cephalea"), adverse event ("cosmetic damage"), tooth disorder ("odonatological problems"), gingival discomfort ("sensitization and irritation of the gums"), tooth fracture ("broken teeth fillings / broken teeth"), toothache ("tooth pain"), vulvovaginal pain ("vaginal pain"), pelvic floor dysfunction ("pelvic floor contracture"), sacroiliitis ("sacroiliitis"), menopause ("premenopause"), abdominal pain ("abdominal contractions"), myalgia ("muscle aches"), arthralgia ("joint pain"), hypoaesthesia ("leg numbness"), alopecia ("hair loss"), hypersensitivity ("allergic reaction"), swelling ("swelling") and menstruation irregular ("uncontrolled menstruations / irregular periods"). The patient was treated with surgery (a laparoscopy to remove the product, hysterometry had to be performed again and third procedure has to be scheduled). At the time of the report, the device breakage, complication of device removal, back pain, pelvic pain, burning sensation, pain, premature menopause, headache, adverse event, tooth disorder, gingival discomfort, tooth fracture, toothache, vulvovaginal pain, pelvic floor dysfunction, sacroiliitis, menopause, abdominal pain, myalgia, arthralgia, hypoaesthesia, alopecia, hypersensitivity, swelling, menstruation irregular and vaginal discharge outcome was unknown. The reporter considered abdominal pain, adverse event, alopecia, arthralgia, back pain, burning sensation, complication of device removal, device breakage, gingival discomfort, headache, hypersensitivity, hypoaesthesia, menopause, menstruation irregular, myalgia, pain, pelvic floor dysfunction, pelvic pain, premature menopause, sacroiliitis, swelling, tooth disorder, tooth fracture, toothache, vaginal discharge, vulvovaginal pain, the first episode of device dislocation and the second episode of device dislocation to be related to essure. The reporter commented: as a consequence of the product migration of the essure placed in the right fallopian tube, the patient underwent a laparoscopy to remove the product. Subsequently, the left essure also migrated and a hysterometry had to be performed again. The entire product was not removed and a third procedure has to be scheduled. Patient signed up for a bilateral tubal ligation and ended up having essure inserted. Insertion information: hysteroscopy: easy access; normal endocervical canal; regular cavity in retroflexion; distensible and reactive; visible ostium; hypoproliferative functional endometrium; no endocavitary formations; both devices are placed. Left device without difficulty leaving 3 visible spirals. Right device with slight difficulty that is overcome with slight pressure leaving 8 -9 visible spirals; moderate pain tolerance. Jc: normal hysteroscopy. Removal of essure (right coil) happened on (B)(6) 2013, and again (left coil) on (B)(6) 2018. On right coil removal: laparoscopy was performed with total extraction of the right essure device. In the same intervention, a bilateral tubal ligation with bipolar energy is performed. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2018: essure remains are visible. Ultrasound scan vagina - on (B)(6) 2014: transvaginal ultrasound is performed: ¿uterus in anteverted, regular with 3 mm endometrium. Left essure. Both adnexa sonographically normal. No free liquid "; on (B)(6) 2018: essure is displayed on the left horn; on (B)(6) 2018: essure of about 15 mm was visualized, located in the endometrial cavity with the rest in the left tube.; on (B)(6) 2018: visualization of the rest of the essure (ring) at 3 mm from the ostium in the intramural portion of the left tube; on (B)(6) 2013: two devices correctly inserted.; on (B)(6) 2018: transvaginal scan: no findings transvaginal ultrasound: indifferent uterus in midline. No residual cornual image changes. Linear central endometrium. Normal visible annexes.; on (B)(6) 2013: transvaginal ultrasound: normal internal genital tract; on (B)(6) 2013: transvaginal ultrasound: uterus in indifferent position with linear endometrium. Annexes without pathology. Ultrasound uterus - on (B)(6) 2013: suspicion of uterine perforation of the right essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-nov-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('left coil not entirely removed') and multiple episodes of device dislocation ('left essure migration', 'right essure migration') in a 42-year-old female patient who had essure inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: complication of device removal "the entire product was not removed (left coil)". The patient's previously administered products included for contraception: ovoplex. Concomitant products included ethinylestradiol;levonorgestrel (ovoplex) for contraception. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced vaginal discharge ("pink discharge"), 5 months 3 days after insertion of essure. On an unknown date, the patient experienced the first episode of device dislocation (seriousness criteria hospitalization and intervention required), the second episode of device dislocation (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal contractions"), back pain ("lumbago"), pain ("stinging sensation"), hypersensitivity ("allergic reaction"), menstruation irregular ("uncontrolled menstruations / irregular periods"), headache ("cephalea"), pelvic floor dysfunction ("pelvic floor contracture"), vulvovaginal pain ("vaginal pain"), premature menopause ("early menopause"), menopause ("premenopause"), burning sensation ("burning sensation"), tooth disorder ("odontological problems"), gingival discomfort ("sensitization and irritation of the gums"), tooth fracture ("broken teeth fillings / broken teeth"), toothache ("tooth pain"), sacroiliitis ("sacroiliitis"), musculoskeletal pain ("joint pain, muscle aches"), hypoaesthesia ("leg numbness"), alopecia ("hair loss") and swelling ("swelling"). The patient was treated with surgery (laparoscopy to remove right coil on 30-sep-2013, removal of left coil on 31-jan-2018 and third procedure has to be scheduled). At the time of the report, the device breakage, pelvic pain, abdominal pain, back pain, pain, hypersensitivity, menstruation irregular, headache, pelvic floor dysfunction, vulvovaginal pain, vaginal discharge, premature menopause, menopause, burning sensation, tooth disorder, gingival discomfort, tooth fracture, toothache, sacroiliitis, musculoskeletal pain, hypoaesthesia, alopecia and swelling outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, burning sensation, device breakage, gingival discomfort, headache, hypersensitivity, hypoaesthesia, menopause, menstruation irregular, musculoskeletal pain, pain, pelvic floor dysfunction, pelvic pain, premature menopause, sacroiliitis, swelling, tooth disorder, tooth fracture, toothache, vaginal discharge, vulvovaginal pain, the first episode of device dislocation and the second episode of device dislocation to be related to essure. The reporter commented: as a consequence of the product migration of the essure placed in the right fallopian tube, the patient underwent a laparoscopy to remove the product. Subsequently, the left essure also migrated and a hysteroscopy had to be performed again. The entire product was not removed and a third procedure has to be scheduled. Patient signed up for a bilateral tubal ligation and ended up having essure inserted. On right coil removal: laparoscopy was performed with total extraction of the right essure device. In the same intervention, a bilateral tubal ligation with bipolar energy is performed. Cosmetic damage was also reported. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2018: essure remains are visible. Hysteroscopy - on (B)(6) 2013: insertion information: easy access; normal endocervical canal; regular cavity in retroflexion; distensible and reactive; visible ostium; hypoproliferative functional endometrium; no endocavitary formations. Both devices are placed. Left device without difficulty leaving 3 visible spirals. Right device with slight difficulty that is overcome with slight pressure leaving 8 -9 visible spirals; moderate pain tolerance. Jc: normal hysteroscopy. Ultrasound scan vagina - on (B)(6) 2013: uterus in indifferent position with linear endometrium. Annexes without pathology; on (B)(6) 2013: two devices correctly inserted; on (B)(6) 2013: suspicion of uterine perforation of the right essure device; on (B)(6) 2013: transvaginal ultrasound: normal internal genital tract; on (B)(6) 2014: transvaginal ultrasound is performed: ¿uterus in anteverted, regular with 3 mm endometrium. Left essure. Both adnexa sonographically normal. No free liquid "; on 23-jan-2018: essure is displayed on the left horn; on (B)(6) 2018: essure of about 15 mm was visualized, located in the endometrial cavity with the rest in the left tube; on (B)(6) 2018: visualization of the rest of the essure (ring) at 3 mm from the ostium in the intramural portion of the left tube; on (B)(6) 2018: transvaginal scan: no findings. Indifferent uterus in midline. No residual cornual image changes. Linear central endometrium. Normal visible annexes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) -2022: the consumer´s name was provided, no new clinical information received, update to imdrf/FDA codes. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of the first episode of device dislocation ("product migration of right essure"), the second episode of device dislocation ("left essure migration") and device breakage ("the entire product was not removed") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced the first episode of device dislocation (seriousness criteria medically significant and intervention required), the second episode of device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), back pain ("lumbago"), tooth disorder ("odontological problems"), pelvic pain ("pelvic pain"), burning sensation ("burning sensation"), pain ("stinging sensation"), premature menopause ("early menopause"), headache ("cephalea"), adverse event ("cosmetic damage") and complication of device removal ("the entire product was not removed"). The patient was treated with surgery (a laparoscopy to remove the product), surgery (hysterometry had to be performed again) and surgery (third procedure has to be scheduled). Essure was removed. At the time of the report, the device breakage, back pain, tooth disorder, pelvic pain, burning sensation, pain, premature menopause, headache, adverse event and complication of device removal outcome was unknown. The reporter considered adverse event, back pain, burning sensation, complication of device removal, device breakage, headache, pain, pelvic pain, premature menopause, tooth disorder, the first episode of device dislocation and the second episode of device dislocation to be related to essure. The reporter commented: as a consequence of the product migration of the essure placed in the right fallopian tube, the patient underwent a laparoscopy to remove the product. Subsequently, the left essure also migrated and a hysterometry had to be performed again. The entire product was not removed and a third procedure has to be scheduled. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 04-jun-2018 for the following meddra preferred terms: device dislocation. The analysis in the global safety database revealed 3534 cases. Device breakage. The analysis in the global safety database revealed 2552 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.